Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the intensive care department with unrelated health issues. The ventricular lead exhibited noise. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016, indicated that the patient was still experiencing edema. Noise was still present on the lead post reprogramming. The noise was not reproducible with isometrics. The lead was reprogrammed again. The patient would continue to be monitored remotely.